Manufacturer narrative:
This product is not marketed in the u.s. Patient code: (B)(4)- secondary surgical intervention, lens explanted and exchanged (B)(4).

Event description:
The reporter indicated that the surgeon implanted a v4c implantable collamer lens. The lens was explanted in less than 5 minutes after being implanted in the patients eye, due to a chipped haptic during insertion. Icl (implantable collamer lens) exchange was performed.